Event description:
It was reported that this right ventricular (rv) lead appears to have shown loss of capture (loc) during an atrial tachy response episode. The rv lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).